Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, occurring approximately every other press after a recent reset, and a video of the behavior was obtained. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no alerts or alarms, no medical intervention, and continued device use after on-call troubleshooting. Investigation included user interview, review of provided video, and guided cleaning of the device. Investigation of this case revealed that cleaning the button area with alcohol wipes restored normal button function and the pump was fully charged at the time of the call. It was concluded that the event was attributable to a device component interface issue that resolved with cleaning, with no patient harm.